Event description:
It was reported during use the bd microtainer® pst¿ tubes with lh (lithium heparin) experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter: the customer stated "this is the second time using the plasma separating tubes and after the tube has spun down, the top layer is still red." Customer is thinking the blood is still mixed with the plasma.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Based on the investigation results to date, defect was not confirmed as lot number was not reported and no photos or customer samples were provided for evaluation. A review of specimen handling parameters should be reviewed for this tube type. Technical service followed up with customer and reviewed the complaint and possible reasons for the hemolysis found. These were post-mortem samples from research mice. Additional literature has been added for customer review to assist in collection questions. Based on the investigation completed, we are unable to confirm this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd microtainer® pst¿ tubes with lh (lithium heparin) experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter: the customer stated "this is the second time using the plasma separating tubes and after the tube has spun down, the top layer is still red." Customer is thinking the blood is still mixed with the plasma.